Event description:
The hcp reported that the device was explanted prematurely and replaced with another device. No reason was given for the pump explant. It was reported that the "catheter sheared at the spine." The device was returned to the manufacturer for analysis. A follow-up report will be sent when additional information becomes available.